Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of insulin, and the insulin gauge remained static at 195 units. The customer's blood glucose level was 219 mg/dl. The customer declined to reload the existing cartridge to reevaluate the fill estimate, and declined further assistance from tandem technical support.